Event description:
The orthopedic surgeon stated that the liner became disassociated with the acetabular cup. He asked that it be sent to biomet for evaluation. Indications: total hip done less than a year ago. She had active articulation due to her active lifestyle and radiographically we noted that she had some migration of her bearing status, that was confirmed by CT. Implants: biomet 32mm liner for a 48 g7 cup with a 32+4 ceramic head. Description of procedure: external rotators were incised from the posterior femur. Capsule was incised and there is no metalosis, no metal debris, no abnormal fluid. We debrided circumferentially around the acetabulum. We sent cultures, dislocated the hip, removed the femoral head. Thankfully, there was no damage. It looks like the liner migrated and became well fixed. We took the liner out. There was again no cab damaged. We took the screw out. There was some fibrous tissue where the liner was not, but that is what would develop not having a liner there, but I think, summarizing, there have been some debris in the receiver hole although I felt that was flush, it may have been a millimeter circumferentially. I do not see any bone fragments or foreign bodies between where the liner and the cup were removed. The liner copiously irrigated and removed the screw, debated putting another metal liner, but this was a real cup and it was locked down, so we put a 32 liner, again verified, it was completely flushed, could not pull it out. We then re-trialed +4. She was stable, almost 90 degrees of flexion, internal rotation as well as extension, external rotation, so we put down a clean, dry trunnion, copiously irrigated, closed the fascia with #2 quill, reapproximated skin with 2-0 vicryl and staples. There were no complications.